Manufacturer narrative:
(B)(4). The customer's experience of a leak due to cut tubing was confirmed, however, the slide clamp as the cause of the tubing was not confirmed. Dimensional analysis performed on the slide clamp and tubing of the complaint sample, found the components to be within specification. Functional testing was unable to reproduce a cut on samples from current material from either single or multiple use of the slide clamp. The root cause of the cut on the tubing was not determined.

Event description:
Cicu clinician reported starting a new IV on a pt and attached a new extension set. When clinician clamped the extension set, the clamp cut right through the tubing and it started to leak. Some blood did start coming back into the extension set. The packaging was not saved. The clinician took another one from the box and used it which worked just fine. There was no report of pt harm and no medical interventions were required/performed. Although requested, no additional info was provided.